Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the battery malfunction. The device needs a battery. Upon conclusion of the evaluation, it was determined that the battery requires replacement. The customer purchased batter. The device is working properly no other further action needed at this time.

Event description:
It was reported to philips that the device has a faulty battery. There was no patient involvement.